Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 3/17/2023. There has been no response to this recommendation as of the date of this report.

Event description:
A cardioquip technician notified cq service that the internal tubing of this device was identified as suspect for contamination during an on-site pm. The technician took pictures of the internal tubing and forwarded them to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive hpc testing to gain a quantitative analysis of water quality.

Event description:
Heterotrophic plate count results for device (B)(6) came back above cardioquip specifications (202,000 mpn/ml). To remediate the devices bacterial contamination, the facility has requested an internal water path replacement (iwpr).

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.